Event description:
A report was received that the pt underwent a pocket revision because his ipg was placed too deep and he was not able to charge. The physician decided to replace the pt's ipg because it was depleted and the impedances could not be checked. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
The ipg involved in the complaint was not returned to bsn as it was discarded by the medical facility.